Event description:
It was reported that during an right ventricular (rv) lead implant attempt, the lead bent back on itself in the area of the high voltage coil electrode, just proximal to the pace/sense anode ring. Upon removal a kink was noted in the lead at the point where it had bent. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal end/electrodes of the lead were bent. (B)(4).